Manufacturer narrative:
After review, it could not be ruled out that the device or procedure had involvement in the patient's death.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited possible infection. The physician decided to switch off the crt-d as well as the left bundle branch (lbb) and right ventricular (rv) lead. Subsequently, a transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. No additional adverse patient effects were reported. Additional information indicated that the patient had systemic infection. Furthermore, this device was not explanted but was made out of service (oos) due to the patient passing away.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. A transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. There were no additional adverse patient effects reported. This crt-d was turned off but still implanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to possible infection. A transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. There were no additional adverse patient effects reported. This crt-d was turned off but still implanted. Additional information indicated that the patient had systemic infection. Furthermore, this device was not explanted but was made oos due to the patient passing away.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with sepsis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. After review, it could not be ruled out that the device or procedure had involvement in the patient's death.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited possible infection. The physician decided to switch off the crt-d as well as the left bundle branch (lbb) and right ventricular (rv) lead. Subsequently, a transesophageal echocardiogram (tee) was performed; however, the infection's cause was not identified. In the intensive care unit (ICU), the patient received pressors and intravenous antibiotics. No additional adverse patient effects were reported. Additional information indicated that the patient had systemic infection. Furthermore, this device was not explanted but was made oos due to the patient passing away. Later, this product was received by boston scientific and full investigation was conducted.